Event description:
It was reported the patient had a power on reset/call your doctor message on the internal neurostimulator (ins). The message appeared after the ins was turned back on following a cardioversion procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33 lot# v807073 serial# implanted: (B)(6) 2011, explanted: product type lead product ID 3037 lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).